Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the metal spiral (coil) of the 989803137631 fetal spiral electrode (fse) broke off in the infant's scalp. This was not noticed for one month. The piece of the spiral was surgically removed.